Manufacturer narrative:
(B) (4): the customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
Device issue: unk. Time of device issue: during vessel closure. Adverse event: manual compression. It was reported that a physician trained in the use of the proglide device in an arteriotomy closure of an unspecified vessel after an unspecified procedure, reported that an unspecified product experience occurred. The device did not achieve hemostasis and manual compression was used. There were no reported adverse pt sequela. Though requested, no add'l info was provided.